Event description:
Additional information received indicated the procedure was to replace the device due to normal elective replacement indicator (eri) level.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, a loss of capture was induced by the physician using a plasma blade resulting in the device pacing at 40 bpm. The event was resolved by explanting, and replacing the device. The patient was in stable condition, and experienced no adverse health consequences.